Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 787 mg/dl. The customer reported she gets no high or low symptoms. The customer treated with pump. Customer's blood glucose value was 787 mg/dl at the time of the incident. Customer's current blood glucose value was 167 mg/dl. Customer also stated that blood glucose 150 mg/dl times and still went over 700 mg/dl was wearing her pump at the time. Troubleshooting was performed. The customer was in emergency room and was hospitalized on (B)(6) 2017. The blood glucose value when admitted to hospital was 787 mg/dl. The customer was released after IV fluids and monitoring blood glucose level for 3hours. Customer was wearing the pump at time of hospitalization and blood glucose level was 787 mg/dl to 220 mg/dl in three hours. Customer further declined to perform the troubleshoot. The product was not returned for analysis.

Manufacturer narrative:
Unit passed the delivery accuracy test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit received with intermittent button response during testing due to flattened dome switch on the up and down arrow buttons, esc and act buttons and express bolus button. Lcd connector was inspected and no anomaly was noted. Unit also received with minor scratched lcd window, scratched case, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.